Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument cord was successfully inserted into the bipolar port of the dve-100. The white led light illuminated from the dve-100 generator indicating the instrument was recognized for energy delivery. The instrument passed the recognition and engagement tests when placed on the system arm. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. All proper audible tones occurred when pedals were activated for cut electrode/sealing. All ceramic dots were present. Jaw gap verification and the electrical continuity test passed as well. Performed grip force test on grips as additional testing, and it measured at 4.61lb in straight orientation. Additional observation: the jaw cover was found torn near the washer. No material was missing. The cut electrode was found thermally damaged. E100 log review show: 16 coag events with no errors, 214 seal events with 3 "high initial starting impedance" errors recorded indicating the user tried to cut/seal too thick of a tissue, 342 transect events and 16 "high initial starting impedance" errors recorded indicating the user tried to cut/seal too thick of a tissue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure that the synchroseal instrument stopped working. The procedure was completed with a backup instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: sealing was being performed at the time of the reported issue. No energy was being provided by the instrument. The instrument had been working properly for approximately 4 hours before the issue occurred. It was unknown whether the or staff encountered errors or heard audible beeps during sealing. There was no unexpected bleeding. A backup synchroseal instrument was used to complete the procedure.